Manufacturer narrative:
Additional information was received from the customer and the following sections were updated.

Event description:
Edwards received notification that a 27mm bioprosthetic valve was explanted after an implant duration of approximately nine (9) years due to one leaflet showing stenosis. The device was replaced with another edwards 29mm bioprosthetic valve. The patient was doing very well. No other information was provided.

Manufacturer narrative:
Evaluation summary: customer report of stenosis was confirmed through observed calcification and host tissue overgrowth. X-ray demonstrated heavy calcification on leaflets 2 and 3 and minimal to moderate calcification on leaflet 1. X-ray also demonstrated wireform intact. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow aspect. Calcification and host tissue restricted leaflet mobility and led to stenosis. Leaflet 1 had a 2 mm and a 3mm non-transmural tear near commissure 1 and a 3mm tear on the free margin near commissure 2. Leaflet 3 had non-transmural tears approximately 3mm in radii on the inflow aspect. Calcification was evident at the tears.

Event description:
Edwards received notification that a 27mm bioprosthetic valve was explanted after an implant duration of approximately nine (9) years due to one leaflet showing stenosis. The device was replaced with another edwards 29mm bioprosthetic valve. No other information was provided.

Manufacturer narrative:
This model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. In this case, minimal information regarding this event was received and attempts has been made to obtain additional information regarding the condition of the device, patient's medical history, or possible comorbidities. The root cause of this event cannot be determined with the available information. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 27 mm bioprosthetic valve was explanted after an implant duration of approximately nine (9) years due to unknown reasons. The device was replaced with another edwards 29 mm bioprosthetic valve. No other information was provided.